Manufacturer narrative:
Corrected data: d4 UDI corrected/updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 47-year-old male patient presenting in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient had episode of ventricular fibrillation (vf) requiring defibrillation. An echocardiogram showed the impella slightly deep at 4.5cm, so was pulled back a couple of cms. The patient continued to have episodes of vf requiring a total of 17 defibrillations. Amiodarone and lidocaine boluses and drips were started. The physician decided to pull the impella back into the descending aorta. Once the vf resolved, the impella was removed, and the site was closed with a perclose. The post-procedure outcome is survived at explant. Arrythmias can occur if the impella is not correctly positioned. The device is unlikely to have contributed to the arrythmia, which was most likely attributed to the patient's underlying critical clinical condition causing vf arrest prior to the impella insertion.

Manufacturer narrative:
B1 (is product problem) has been ticked to capture the malfunction code. D1 (brand name), d4 (catalog & serial) has been updated. D3 (manufacturer fax), e4 (reporter also sent report to FDA?) & g1 (manufacturer contact fax number) has been added as these were omitted from the initial mw submitted. Ventricular fibrillation: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was not determined due to insufficient clinical details.